Manufacturer narrative:
The investigation into the case issue is ongoing. A supplemental report will be provided at the end of the investigation. The UDI for the kit cap-g/ctm (B)(6) 72 tests us-ivd is (B)(4). (B)(4).

Event description:
A customer from the united states reported under-quantitated results were obtained on multiple samples collected from the same patient when tested with the cap-g/ctm (B)(6) 72 tests us-ivd compared to other laboratory-developed tests. The cap-g/ctm (B)(6) 72 tests us-ivd generated results ranging from (B)(6) on various sample collections in the period of (B)(6) 2016 to (B)(6) 2017. These same samples generated results that ranged from (B)(6) when tested in other laboratory developed tests. The patient is currently being treated with ganciclovir for (B)(6) infection.

Manufacturer narrative:
A customer from the united states reported under-quantitated results were obtained on multiple samples collected from the same patient when tested with the cap-g/ctm cmv 72 tests us-ivd compared to other laboratory-developed tests. The patient sample was sequenced through the complaint investigation. It was determined that there were two mismatches between one of the roche cap/ctm cmv test primers and the patient cmv sequence. Analysis using computer models and other knowledge of the sequence suggested that the sequence variation in the specimen would contribute to the observed under-quantification by the cap/ctm cmv test. Per the test's instructions for use, though rare, mutations within the highly conserved regions of the viral genome covered by the cobas® ampliprep/cobas® taqman® cmv test primers and/or probes may result in the under-quantitation of or failure to detect the virus. Additionally, investigative testing of the complaint kit lot did not reproduce the customer's allegation. (B)(4).